Event description:
It was reported to philips that x-ray locking occurred due to generator communication loss on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reset the generator and successfully restarted the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).